Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over a month after the dental implant and lower arch were placed in ada site 23 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's inflammation. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that over a month after the dental implant and lower arch were placed in ada site 23 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's inflammation. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Event description:
The clinician reported that over a month after the dental implant and lower arch were placed in ada site 23 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's inflammation. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Follow-up being sent in order to correct the name of the implant.